Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. Concomitant products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that after implanting a left ventricular (lv) lead, the physician had difficulty placing the lv lead's pin into the device header. The physician was not able to turn the setscrew, and so removed the lv grommet and observed that the setscrew had been backed all the way out of the connector block. Another attempt was made to re-insert the setscrew, but it appeared that the threads in the block were stripped out. The device was removed and replaced. No patient complications have been reported as a result of this event.